Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of an a 72mm thoracic aortic aneurysm. It was reported that during the index procedure an unknown endoleak was observed and the physician requested the device vamf2626c100te to implant as treatment for the endoleak. It was reported when the device was removed from the packaging the delivery system was broken at the distal end. The intervention for the endoleak was not completed and is planned to be carried out at a later date. The cause of the broken delivery system is unknown. No additional clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
Device evaluation summary: the device returned in the product packaging. There was no damage observed to the shelf carton or product tray. The tip capture release handle components were detached from the device handle. A broken clip was observed on one of the component parts. A crack was visible on the backend handle proximal to the clamping ring. A slight curve was observed on the taper tip and blood was visible under the graft cover indicating attempted loading and/or advancement of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received; it was reported that the endoleak was a type ia and that only minor wrinkles were noted on the exterior of the device packaging/box. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: it was reported that the tip capture release handle was cracked on the delivery system. If information is provided in the future, a supplemental report will be issued.